Event description:
Voluntary medwatch form received noted that the right ventricular lead exhibited low pacing impedance. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Voluntary event form received. Medwatch: mw5145513.